Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to ¿feeling bad¿. An x-ray indicated that the right atrial (ra) lead and right ventricular (rv) lead dislodged due to twiddler¿s syndrome. Additionally, the ra lead displayed a loss of capture and the rv lead displayed high thresholds. The leads were repositioned. Shortly after the lead revision, the ra and rv leads dislodged a second time. The ra lead displayed undersensing and subsequent possibly inappropriate pacing. The ra lead also displayed high and variable thresholds, a ¿dip¿ in pacing impedance, intermittent capture, and a decrease in p wave measurements. The rv lead triggered an alert for high thresholds and displayed intermittent capture and sensing integrity counter (sic). Additionally, the rv lead displayed variable and high pacing impedance. During a second lead revision, the leads were explanted and replaced. Upon explant, the ra lead was noted to have tissue on the helix. After connecting the replacement leads, the rv lead pacing impedance and thresholds remained high. The lead tested within normal limits on the analyzer and blood was noted in the connector port of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced and the lead tested within normal limits. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.